Manufacturer narrative:
The device was not returned and could not be evaluated. There was no reported malfunction of the device. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
The manufacturer was made aware on 17-may-2017 that the intra aortic balloon (iab) was inserted on (B)(6) 2017. The patient expired on (B)(6) 2017. The death is not attributed to the device by the facility and there was no reported malfunction of the device.